Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was isolated to the electrode belt trunk cable being cut, damaging wires in the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.